Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During device preparation, while the patient was prepped, the tactisys unit connected fine to the ensite system, but the tacticath se wouldn¿t show contact force. All connections were checked and the cat5 cable was swapped out, but the issue persisted. A new tacticath se was opened, but the issue persisted. Tech services suggested it was still a catheter issue. A third tacticath se was opened, but the problem persisted. A demo tactisys unit was used and the problem was resolved. All three catheters were able to connect with contact force with the second tactisys unit. It was noted that the electrical port on the front of the first tactisys unit was very tight and it was very hard to connect/disconnect the plug. The procedure was completed successfully with no adverse patient consequences. A clinically significant delay occurred due to these issue.